Event description:
Patient reports "receiving a faulty cassette and had to use another one". Lot number was not available and nor was exact date. She said it happened a couple of weeks ago. Cassette is not available for return. No other information or specifics provided. Photographs were not provided. Set flow rate and volume delivered are unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.